Event description:
Per the clinic, the patient experienced a bacterial infection at the implant site and was treated with intravenous antibiotics via PICC for six weeks (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2025 and there is no plan to re-implant the patient with another device as of this date of report. Additional information has been requested but has not been made available as of the date of this report.